Event description:
It was reported that during testing the core universal driver was running in the wrong direction. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that during testing the core universal driver was running in the wrong direction. No patient involvement or adverse consequences were reported as a result of this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have widespread corrosion that had affected several subassemblies of the device, including the potted trigger assembly. The device was repaired and returned to the user facility.